Event description:
A pt underwent leksell gamma knife treatment after CT, MRI scanning on (B)(6) 2013. A burn on the left frontal skin was found on (B)(6) 2013.

Manufacturer narrative:
The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward additional info to the FDA.

Manufacturer narrative:
The manufacturer has concluded that the device was working as intended. The customer has used insulated fixation posts and the same equipment has been used a long time. The root cause to the skin burn was the repeated use of the 3d fiesta sequence that has caused the increase in temperature. This is not a common way to use the sequence and the probability that this happens again is remote. The sar value for a specific mr sequence is reported by the mr system on the mr console. However, sometimes the whole body sar (wb-sar) is reported whilst the head sar (h-sar) is more important during head exams. Even though a small wb-sar is reported, the h-sar can be high. To avoid possible skin burn, consecutive scans should never run with high h-sar directly after each other without allowing the skin to cool down. In addition, before a new mr sequence is used or a sequence is altered, the estimated h-sar value reported by the console should be carefully considered. Use error. This is the final report.